Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned locking caps was performed. Wear was observed on the bottom side of the caps. The post-operative imaging provided indicate the rod on the patient's left side has slipped in the cephalad direction. It's possible the locking caps were not sufficiently tightened to the rod due to an obstruction preventing proper seating of the cap, insufficient tightening, or damage to the locking cap or screw head during or prior to surgery. Additionally, it is possible that excessive force placed on the implant during unknown patient loading may have contributed to the observed issue. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported from a globus medical japan representative, that six locking caps were found to be loose approximately two months post-operatively.